Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife¿ xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle knife of the of the microknife¿ xl broke and fell off inside the patient. Reportedly, they attempted to retrieve the detached piece with forceps and was able to retrieve it successfully. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the cutting wire (needle) was melted and blackened. A functional evaluation was performed. The needle knife did partially get out of the distal tip, due to its melted condition. The complaint was consistent with the reported event of cutting wire broken, so, it is most likely that a peak of voltage during the procedure could cause the failure noted; this failure may have been caused by excessive manipulation of the device, interaction with the scope or with other devices. Therefore, based on all the available/gathered and the condition of the returned unit, the most probable cause of this complaint will be documented as operational context since due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle knife of the of the microknife xl broke and fell off inside the patient. Reportedly, they attempted to retrieve the detached piece with forceps and was able to retrieve it successfully. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.